Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a defective foley catheter was removed from a home and community care client on (B)(6) 2022. This catheter was inserted on (B)(6) after a surgical procedure for the patient. Upon removal of the 20f 30cc silicone coated catheter, it was observed that the tip was not intact. The client's urologist has been made aware.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a defective foley catheter was removed from a home and community care client on (B)(6), 2022. This catheter was inserted on november 29th after a surgical procedure for the patient. Upon removal of the 20f 30cc silicone coated catheter, it was observed that the tip was not intact. The client's urologist has been made aware.